Manufacturer narrative:
The concentrator was not returned for evaluation, so the complaint could not be verified. The end user's healthcare provider would not release the unit for return. The underlying cause of the fire and subsequent injuries was due to the end user smoking while using the concentrator. There was no malfunction of the device. The platinum 10 oxygen concentrator user manual states, "do not smoke while using this device. Keep all matches, lighted cigarettes or other sources of ignition out of the room in which this product is located and away from where oxygen is being delivered. No smoking signs should be prominently displayed. Textiles and other materials that normally would not burn are easily ignited and burn with great intensity in oxygen enriched air. Failure to observe this warning can result in severe fire, property damage and cause physical injury or death." Should additional information become available, a supplemental record will be filed.

Event description:
The patient lit a cigarette while wearing a nasal cannula with oxygen flowing at 3lpm. Around 5 am the patient was screaming because he caught himself on fire and tried to put out with his pillow. His wife called 911 and the ambulance took the patient to the (B)(6) hospital for treatment.